Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by the catheter room that a male, pt, with acute myocardial infarction was having an intra-aortic balloon (iab) inserted. The md inserted the teflon sheath via the left femoral artery. It was noted that the pt had severely calcified tortuous vessels. The iab was prepped per the instructions for use and when the catheter was inserted into the teflon sheath it became stuck. The catheter and sheath were removed and a 10fr sheath, which was not a super arrow-flex (saf), was used and the new iab was inserted successfully(the manufacturer of the sheath is unk). There was no pt death, injuries or complications. The outcome of the pt is "good."